Event description:
It was reported while using bd vacutainer® sodium heparinn (nh) blood collection tubes, occasionally incorrect tubes were used to collect a sample due to similarities in the cap color of the tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Upon visual evaluation of the returned photo, the indicated failure mode by the customer was not observed. The photo displays two different products with different closures, and both products are manufactured according to the proper specifications. The retained samples could not be inspected because the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sodium heparinn (nh) blood collection tubes, occasionally incorrect tubes were used to collect a sample due to similarities in the cap color of the tubes. No adverse impact was reported regarding the patient or user.